Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, noise was observed on all three channels, and as a result, electromagnetic interference (emi) was the suspected source of the noise. Respiratory rate trend (rrt) signal oversensing was ruled out, however the observed noise was oversensed and pacing was inhibited with asystole greater than two seconds. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, noise was observed on all three channels, and as a result, electromagnetic interference (emi) was the suspected source of the noise. Respiratory rate trend (rrt) signal oversensing was ruled out, however the observed noise was oversensed and pacing was inhibited with asystole greater than two seconds. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise with oversensing and pacing inhibition greater than five seconds. This resulted in the delivery of inappropriate tachy therapy, one shock and one burst of anti-tachycardia pacing (atp). Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.